Event description:
It was originally reported that the patient was not able to adjust stimulation. The 'call your doctor' icon displayed. It was unknown what error code was seen. It was confirmed that when the neurologist was programming the device he was switching back and forth between the 8840 and patient programmer. The ins was confused by being interrogated with 2 different programmers over a short period of time. The device was currently working under normal operation conditions.

Manufacturer narrative:
Programmer model 37642, serial# (B)(4); adaptor model 37092, lot# 292790001, implanted: (B)(6) 2011; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011; lead model 3387s-40, lot# v836480, implanted: (B)(6) 2011; lead model 3387s-40, lot# v836480, implanted: (B)(6) 2011. (B)(4).